Manufacturer narrative:
The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the device makes an unusual noise. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the small battery drive device made unusual noises while running. This event is not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.